Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected the device. During the evaluation, foam particles were not observed in the blower kit.

Manufacturer narrative:
H3 other text : device evaluated by a third party service center.

Manufacturer narrative:
Manufacture previously reported that a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device. During the evaluation, foam particles were not observed in the blower kit. Based on a complete review of this notification, it is concluded that there are no complaints or findings listed. Secondary findings may have been incorrectly answered as 'yes' but should have been answered as 'no". This notification is deemed a non-complaint. Section g is updated in this report.